Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient had inflammatory response or scar tissue formation at the insertion site can be the cause of the obstruction which resulted in hyperglycemia and treated with multiple daily injections on (B)(6) 2026.